Manufacturer narrative:
Examination of the returned used device aes-90sn confirmed the reported problem. The plastic pieces of the handle were removed and found that the device was broken off inside at the weld joint part that is connected to the internal board. The failure could have happened due to excessive lateral force that was applied to device handle. Examination was performed. Both cut and coag buttons performed as intended. The device catalog number was displayed on the generator. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: warnings: if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn device was being used during a shoulder arthroscopy on (B)(6) 2020. During the procedure, the user inserted the device into the cannula and before "firing" or use of the device, a "snap" was heard. The device was removed from the cannula and it was found to be broken at the mid-point. There was no patient or user injury. An alternate, same type device was used to complete the procedure. The lot number of the device is unknown since there were three different packages of the same device in the bio-waste bin upon inspection. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.